Event description:
It was reported that during a breast biopsy procedure that upon taking the clip applicator out of the box the user noticed that the marking was not in the correct position (black mark on application sleeve was not at the correct position). Nevertheless, the user used the applicator and tried to push the marker in the correct position. By pushing, the clip applicator was broken on the top. The broken piece remained in the patient body.

Manufacturer narrative:
Date sent: 2/19/2008. Information anticipated, but unavailable at this time.